Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
On or about (B)(6) 2025, plaintiff (B)(6). Underwent an insertion of a right internal jugular vein central venous access port of an angiodynamics smartport port catheter product, model number h787ct80stpd0, lot number a0225043. Upon information and belief, this smartport device consisted of a port body and a polyurethane catheter. The smartport was implanted at (B)(6). Plaintiff and her health care providers used the smartport in a normal, customary, intended, and foreseeable manner, namely as a surgically placed device used to make it easier to deliver medications directly into the plaintiff's bloodstream. Moreover, plaintiff's health care providers did not place or maintain the device incorrectly such that it caused the device to "pinch off" or otherwise malfunction. On or about (B)(6) 2025, plaintiff presented to (B)(6) hospital for pain and was diagnosed with infections that were caused by her smartport device, including methicillin susceptible staphylococcus aureus (mssa) bacteremia. This resulted in the removal of her smartport device on (B)(6) 2025 at (B)(6) hospital.